Event description:
Per two hm reports, noise seen only on the far-field iegm. All trending and values show to be stable and within normal limits. Lead to be monitored at this time.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received data were analyzed. The inspection revealed two vt1 episodes triggered by intrinsic ventricular signals. The iegms confirmed the presence of noise in the far-field channel. As mentioned in the complaint description, all trending values remain stable within normal limits. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The analysis of the data confirmed the clinical observation. However, the root cause could not be determined based on the information available for analysis. Should further information become available, this report will be updated.